Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a battery out limit from the insulin pump. The customer's blood glucose reading was 140 mg/dl. The customer stated that she had to change out the battery more frequent. The customer stated that the screen went blank and gave her a battery out limit. The customer was advised that the pump will function, however the battery life will be shorter than expected. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the electronics also, with severely scratched display window. Unable to verify weak signal alarm anomaly, battery out limit alarm, off no power alarm, low battery life, button keypad anomaly and reset anomaly due to blank display. The insulin pump has cracked battery tube threads and broken reservoir tube lip.